Event description:
The customer reported obtaining multiple flowcell error messages (flowcell clog, partial clog1, partial clog2) on the coulter lh 500 analyzer. There were no erroneous results associated with this incident. A field service engineer (fse) evaluated the instrument at the facility.

Manufacturer narrative:
The field service engineer indicated that there was a hole on the diaphragm of the cleaning agent 5ml peristaltic pump pm10, causing the pump to stop working. The pump was replaced, which resolved the reported issue. (B)(4).